Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
Titanium hexed uniscrew visual and photographic inspection of the titanium hexed uniscrew as returned has confirmed the customer¿s complaint. The screw has fractured on the threads of the screw. The hex of the device has also been damaged. No lot number was provided, therefore the DHR for this product could not be reviewed. A definitive root cause could not be determined for this event. (B)(4)